Event description:
On 14-jun-2023, the following information was reported to kci by the surgeon: the prevena restor¿ bellaform¿ incision management system was placed on a patient after breast reconstruction surgery. There was a section at the lower half of one nipple extending down that appeared to possibly have decreased perfusion. The area allegedly became necrotic and will require a sharp debridement. On 27-jun-2023, the following information was reported to kci via email from the surgeon: "I think it's impossible to know for sure if the bella form caused the necrosis. If I had to guess, I would think it did contribute. The patient had very good mastectomy flaps and I didn't expect any problems with the case." No additional information received. The prevena restor¿ bellaform¿ incision management system lot number was not provided and the product was not returned, therefore a device history record review and device evaluation could not be completed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrosis requiring sharp debridement is related to the prevena restor¿ bellaform¿ incision management system. A device evaluation and a device history record review could not be performed. Device labeling, available in print and online, states: the prevena restor¿ bellaform¿ incision management system will not be effective in addressing complications associated with: ischemia to the incision or incision area, untreated or inadequately treated infection , inadequate hemostasis of the incision cellulitis of the incision area. The prevena restor¿ bellaform¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ dressing. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.